Manufacturer narrative:
A2: patient is pediatric. B3/d10: the event occurred on an unspecified dates of (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that disconnections were observed during use of two (2) one-link needle-free IV connectors. The issue was identified during patient use. The events were further described as disconnecting "where the IV tubing" was placed and "where the pickline" (peripherally inserted central catheter (PICC) line) was to the patient. There were no observed cracks. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.